Event description:
The doctor reported the implant was removed due to loss of osseointegration, 1 year and 7 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. Periodontal disease was observed during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.